Manufacturer narrative:
(B)(4). Was the patient¿s death due to health reasons (as a whipple procedure was performed did the patient have pancreatic cancer?) The patient was suffered from papillary cystadenocarcinoma. Was the patient¿s death related to the use of the harh36 device? No, since the patient had been transfused 9 bags of blood and lost over 6 liter of blood in first whipple surgery (the blood lost was mainly caused by tearing a vessel during the surgery), so the patient was very weak and many complication may carry out. They cannot conclude that the patient¿s death was related to the use of the harh36. Was an autopsy performed? If yes, what was cause of death indicated in report? No. Can we obtain a copy of the autopsy report? (No answer given). If no autopsy was done, is the hospital attributing the patient's death to the harh36 device? (No answer given). If yes, please explain how they arrive at this conclusion? (No answer given). If no, is the patient's death attributed to the condition being treated for (i.e. Cancer, etc,)? Please refer the answer of question 2.

Event description:
It was reported that the patient had a laparoscopic whipple procedure. One day post op the doctor reported that the patient was needed to re-operate due to abdominal bleeding. After the re-op surgery, the doctor said the bleeder was located on gastroduodenal artery (below 5mm diameter) which was sealed up by the device. He said he sealed the vessel using the device properly. The patient was stable in ICU and kept observation after the surgery. The doctor comments that the sealing margin (desiccated area) of green button is small comparing with min button. Device discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information received: what technique was used with respect to the advanced hemostasis and the min/max button. For every vessel sealing using green button or min button with power 3, the surgeon has covered the vessel within the jaw totally and relaxed the vessel tension during activation. For vascular omentum dissection using min button, dr choi using min button with power 3 to dissect. Percentage of time the advanced hemostasis button or the min/max button were used? Energy source usage in the abdomen estimation: harmonic green button: 10%; harmonic max: 30%; harmonic min: 20%; ligasure 5mm: 40%. Was the device closed completely before taking the ima? No ima ligation needed in whipple procedure. Did the surgeon recall hearing the second tone when using the advanced hemostasis button? Yes, the surgeon heard both the second tone after and before the vessel was transacted. Was the sales representative present for the case? Yes. Where was the advanced hemostasis used? Left gastric artery, gastroduodenal artery, some small branches artery near pancreas and duodenum and omentum. Where was the min/max button used? Min: used in vascular omentum and very small branches (below 2mm). Max: mainly adhesion and non- vascular peritoneum to mobilise duodenum. What is the surgeon¿s steps to use the device? (Such as waiting to hear tone 2, etc.) If ligating vessel , the tissue will be completely covered in jaw, then activate the green button or min button . Then surgeon released the activation press until the tissue was transacted completely. He don't wait the second tone because the timing of second tone triggering did not consistent. Was the surgeon in-serviced on the use of the system? Yes, we have given a product in serviced to him before the trial. Also, he is high volume user of harmonic ace (ace36e) before. For the patient's condition of pre-opt and post-opt, it takes time to collect from surgeon, because he is having vacation these two weeks. Was the harh the only device used on the gastroduodenal artery? Yes. What was the reason for switching devices? What was observed that cause the surgeon to switch out the device. Was there any difference between the 1st and 2nd devise, if any? Dr. Choi is ligasure 5mm user in whipple procedure. He said it was more comfortable to stand by a ligasure in this trial. Before he built up confidence to transect vessel, he used ligasure. Since there were many vascular tissue in whipple procedure, dr. Choi need to switch device frequently. He comment that when he use ligasure to seal & transact the vessel , it will leave a ~2mm width desiccated end (like c) in both side. That area was described by dr. Choi as ¿ sealing margin¿ he felt this margin can deliver higher security, whereas harmonic 7¿s green button sealing margin is very thin. In the re-op procedure, what device was being used? He used suture to tie up the vessel. No advanced energy used. The batch history records were reviewed and the manufacturing criteria was met prior to the release of the batches include in this lot.

Manufacturer narrative:
(B)(4). Additional information received: did the patient¿s condition contribute to he bleeding? No. Was the patient taking any anticoagulants, such as aspirin, anticoagulants, or antiplatelet agents)? If yes, specify prescribed medication. No. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. No. Does the patient has a known coagulation disorder? No. Has the patient taken any steroids? No. What was the patient¿s pre-op hemoglobin and hematocrit? Pre-op hb 9.9, hct 28.7. What was the patient¿s post operative hemoglobin and hematocrit? Post op hb 10.3, hct :28.9. What is the current patient condition? The patient died on 3 weeks after the whipple. Additional information requested: was the patient¿s death due to health reasons (as a whipple procedure was performed did the patient have pancreatic cancer?) Was the patient¿s death related to the use of the harh36 device? Was an autopsy performed? If yes, what was cause of death indicated in report? Can we obtain a copy of the autopsy report? - if no autopsy was done, is the hospital attributing the patient's death to the harh36 device? If yes, please explain how they arrive at this conclusion? If no, is the patient's death attributed to the condition being treated for (i.e. Cancer, etc,)?